Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the ivc filter is tilted five degrees rightward. The apex of the ivc filter does not touch the ivc wall. The filter apex is less than 2cm below the most inferior renal vein. The distal ivc filter struts uniformly minimally perforate the wall. There are no fractured or bent struts, no significant inferior vena cava stenosis was identified", and no migration.

Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the ivc filter is tilted five degrees rightward. The apex of the ivc filter does not touch the ivc wall. The filter apex is less than 2cm below the most inferior renal vein. The distal ivc filter struts uniformly minimally perforate the wall. There are no fractured or bent struts, no significant inferior vena cava stenosis was identified", and no migration.

Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the ivc filter is tilted five degrees rightward. The apex of the ivc filter does not touch the ivc wall. The filter apex is less than 2cm below the most inferior renal vein. The distal ivc filter struts uniformly minimally perforate the wall. There are no fractured or bent struts, no significant inferior vena cava stenosis was identified", and no migration.